Manufacturer narrative:
Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Remains implanted.

Event description:
It was reported by the patient's legal counsel that the patient had a persona knee implanted in (B)(6) 2013 . Patient alleges pain. Revision status is unknown.